Event description:
In 2009, the patient reported that the day before, he had an elevated blood glucose reading of 216 mg/dl with his target reading being 150 mg/dl. He delivered a 10 unit bolus of insulin via his infusion device and 4 hours later his reading was 230 mg/dl. He stated he then began giving himself boluses via injection. He said he has had elevated readings 15 times in the past year and believes the elevated readings are due to the infusion sets not properly delivering insulin. During troubleshooting, he stated he has some health issues and is taking some medications for which he adjust his insulin usage. He said his waking blood glucose today was 223 mg/dl which he corrected to 150 mg/dl by bolusing 10 units of insulin. His reading at 1:30pm was 148 mg/dl. Courtesy infusion sets were sent to the patient. On follow up, the patient stated his blood glucose has returned to his normal range. He said he had 2 other infusion sets from the same box "go bad again" he said he took insulin and "nothing would happen." He did not retain the infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.